Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator pump is noisy. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the pump/manifold assembly to address the issue and the unit passed all testing and operates within the manufacturing specifications.